Event description:
Patient underwent full revision surgery of the lead and generator on (B)(6) 2015. Attempts were made for the product return but it has not been received to date.

Event description:
Patient was referred for a full revision due to observation of high lead impedance during routine system diagnostics. X -rays showed no lead discontinuity and patient reported no change in seizures or pain. Additional information was received that no known trauma or patient manipulation was suspected. Patient had a consult with the surgeon for surgery but no surgical interventions have occurred to date.